Event description:
A patient reported experiencing hyperglycemia while using a one touch meter. Event date is unknown. On event day, patient's blood glucose was 58mg/dl and 360mg/dl within 2 minutes on the ot meter. Patient was sweating, felt thirsty and dizzy. Patient later collapsed and an ambulance was called. Patient was transferred to hospital where their laboratory blood glucose was greater than 400mg/dl. Patient stayed 4 days at the hospital. No further information has been reported.